Event description:
It was reported that, during a demonstration on the task simulator while not in surgery, the surgeon console lost power. The surgeon console 3d display and foot pedals shut off suddenly. The system was rebooted, but would still not start up. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) correction: d1, d10, e (facility name, street 1, street 2, city, region, country, postal code) h3) device evaluation: medtronic led an evaluation of the reported surgeon console in the field. Review of the field service notes indicated that the surgeon console was unable to fully turn on. It was found that the surgeon console was not fully booting as expected and required the power supply unit (psu) to be changed. The psu and cable harness kit were replaced to resolve the issue. The surgeon console was then able to boot and calibrate successfully. Evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to an issue with the power supply unit. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a demonstration on the task simulator while not in surgery, the surgeon console lost power. The surgeon console 3d display and foot pedals shut off suddenly. The system was rebooted, but would still not start up. There was no patient involvement.